Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and dilatation was completed with a different balloon catheter. After blood flow recovery was confirmed, the procedure was completed. There were no patient complications nor injuries reported.